Event description:
The event is reported as: complaint reported as the following: dysfunction of the hemolok: the first clip was properly applied on the pt. The second clip can't be applied because it was broken by the malfunction of the hemolok. No pt consequence.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.